Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: pinnacle mtl ins neut36idx52od 121887352; articuleze m head 36mm -2 136550000. E initial reporter occupation: non-healthcare professional.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation alleges that patient experienced serious physical injury, harm and damages. Doi: (B)(6) 2007; - dor: (B)(6) 2010; (left side). Patient is a resident of (B)(6). Update: 10/17/2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review. Update ad 30 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheet. Ppf alleges elevated metal ions. Doi: (B)(6) 2007; - dor: (B)(6) 2010; (left side).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.